Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred 2 hours into an infusion of milrinone at a rate of 2.2 ml/hr. It was reported that the solution being infused was room temperature and there were small air bubbles in the line. It was also reported, there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is continuing to investigate the reported event.